Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.7; laboratory inr: 7.1. Therapeutic range: 2.0 - 3.0. The time between testing was three (3) hours. The pt's coumadin was held from (B)(6)2014 - (B)(6)2014. The laboratory inr, after holding coumadin, was 1.5. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigating pending.